Event description:
It was reported that the patient has expired after an implant duration of approximately 0.1 months, due to unknown reasons. It is unknown if the death was device related. No further details were provided.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided, and no device was returned for evaluation.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Resistance was encountered when inserting the first and second orbit coils (638cf0615) through the non-cordis echelon 10 microcatheter. Both coils were removed and were noted to be stretched. After inspecting the coils and delivery system, a kink on the distal part of the echelon 10 was noted. It was reported that the orbit delivery systems would not go all the way through the microcatheter due the kink that was noted on the echelon 10.